Event description:
It was reported that an attempt was made to use a turbohawk plus to treat a calcified lesion in the left proximal mid superficial femoral artery/popliteal artery. Degree of tortuosity was moderate. Degree of calcification was moderate. Lesion stenosis was 80%. There were no abnormalities reported in relation to patient anatomy. Device was inspected with no issues noted. Device prepped per IFU. It was reported that the device went into the patient, several were cuts. The physician noticed that the wire was wrapped around the device. The physician released the device from the wire wrap and removed the device from the patient. The physician and the scrub tech said that the wire came out of the more proximal port and not the more distal port that it is supposed to come out of. They both stated that was not the way that the device was initially loaded onto the wire. They then decided to open a new turbohawk plus m device. The procedure was successfully completed with the use of this new device. There was no injury to the patient through the whole procedure. When the device was returned it was noted that the device was damaged

Manufacturer narrative:
Product analysis: a visual inspection found that the entire length of the guidewire lumen appears ripped a 0.014¿ guidewire was loaded, and the guidewire is visible through the lumen and the guidewire could be lifted out through the ripped lumen medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.